Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, the lead was forwarded to detailed analysis for further investigation. It was revealed that an observation of the blood or blood fluid found in the helix housing was confirmed. The electrical continuity testing was passed which indicated that the conductor coils are intact. Moreover, the hipot test and stylet insertion test were both passed without issue. Lastly, the visual inspection showed that the lead tip or helix appeared to be normal.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to product performance issue. Additional information received which indicated that there was a difficulty extending and retracing during the case after multiple extensions or retractions for 5 to 6 times. Both physician and the field representative removed the lead to inspect the helix and found that it has some endocardial tissue stuck on helix. Moreover, after removing the tissue, there were still a retraction and extension performance issues observed. Subsequently, the physician replaced the lead. This lead was replaced and not in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to product performance issue. Additional information received which indicated that there was a difficulty extending and retracing during the case after multiple extensions or retractions for 5 to 6 times. Both physician and the field representative removed the lead to inspect the helix and found that it has some endocardial tissue stuck on helix. Moreover, after removing the tissue, there were still a retraction and extension performance issues observed. Subsequently, the physician replaced the lead. This lead was replaced and not in service. No adverse patient effects were reported.